Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing. On (B)(6) 2015, the leica technical support supervisor indicates that the laboratory "use the same program to process these tissue whatever their size is big or tiny." The leica technical support supervisor advised that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs did not identify any evidence that the instrument was not operating within specification. Based on information provided by the complainant, it was determined that the root cause of the sub-optimal tissue processing reported by the complainant was a use error. Specifically, the laboratory confirmed that the same protocol is used to process tissue samples irrespective of size, which is not in accordance with the manufacturer recommendations detailed in the leica peloris/peloris 11 tissue processor user manual. Section 8.2.1 of the leica peloris/peloris 11 tissue processor user manual tabulates the manufacturer recommended maximum tissue dimensions and different specimen types for protocols of various duration. The leica representative who provided technical support to the laboratory in association with this complaint reported that: "....they should use different protocol according to different tissue size. Now they make some change and the tissue processed better than before."